Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured in april 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that (B)(4) exactamix non-vented high-volume inlets had particles on the inside of the primary packaging. The particulates were discovered prior to patient use. There was no patient involvement. No additional information is available.